Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Clinical study. It was reported that post a coronary drug eluting stenting treatment procedure, the patient experienced in-stent restenosis. The 90% stenosed de novo target lesion, located in the proximal left anterior descending (lad), was 25mm long with a reference vessel diameter of 2.75mm. The lesion was predilated with a 2.0x15mm unknown balloon at 6 atms. The physician implanted a 2.75x32mm taxus express2 stent at 10 atms in the lesion. Pos-stenting was performed and intravascular ultrasound (ivus) revealed the stent was implanted properly. Residual stenosis in the lesion became 0% and a non-bsc stent was implanted in the mid lad. The patient was discharged one day post procedure. At 8 months post procedure, coronary angiogram was performed and revealed in-stent restenosis. The 90% stenosed target lesion located in the proximal lad, was 2.75mm long with a reference vessel diameter of 10mm. A percutaneous coronary intervention (pci) was performed with ballooning and placement of a non-bsc stent. Residual stenosis was 0% and the patient condition became better. Patient condition listed as "recovered." Patient follow-up visits in 2008 and 2009 confirmed angina pectoris has not occurred.